Event description:
The customer states that in march 2004 cardiac catheterization procedures were carried out based on axsym troponin-I results(lot 10264m300). Attempts were made to obtain pt info but the customer would not provide any pt info or the number cardiac catheterizations performed. This lot was part of the recall documented in fa25mar2004. There is no further impact on pt management reported.